Manufacturer narrative:
Updated with additional information. H10 ?device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log evidenced error code 45520. The customer reported product problem was therefore confirmed. The error was displayed because of a faulty mp board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty mp board was replaced in order to address the reported problem.

Event description:
It was further reported that product problem was observed a few minutes after the start of the infusion of the parenteral nutrition. The battery on the pump was removed and reinserted, and the pump was then re-started. The infusion was successfully administered following this troubleshooting step.

Event description:
It was reported that a smiths medical pump displayed an error code with a red screen. The battery was removed and the pump switch back on. No adverse patient effects were reported.